Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to system 1 power supply and was unable to move the cursor of the ccm. He disconnected the device under test (dut) touch screen from the touch screen controller and connected a lab use only (luo) touch screen controller, still unable to move cursor. The pst then removed the dut touch screen controller and installed luo touch screen controller, powered on the unit and the cursor responded to touch. He powered off ccm and reinstalled dut touch screen controller and was unable to move the cursor, which determined that the touch screen controller was the cause of the problem. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touch panel was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.